Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return no product evaluation is able to be conducted. No x-rays, scans, pictures, or physician's reports were provided. Based on the information available the most likely cause of the screws backing out is the patient's condition. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of seven for the same event; reference reports 0001032347-2017-00717 through 0001032347-2017-00722.

Event description:
A tmj revision was performed due to changes in the patient's anatomy. It was reported the patient's bone eroded resulting in the screws backing out. All parts were removed and replaced with new implants that better fit the changes in the patient's anatomy.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. These parts were removed in a revision; therefore the complaint is considered confirmed. The distributor reported that due to the screws backing out as a result of the patient's bone eroding, the implants were replaced with ones that better fit the change in the patients anatomy. The distributor stated there will be no return for this file as he believes the parts were discarded. The manufacturing history was reviewed and no non-conformance was identified. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was due to the patient's condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: date of this report, date received by manufacturer, type of report and follow-up number, follow-up type, device evaluated by manufacturer and not returned to manufacturer, additional narratives/data. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00717-1 through 0001032347-2017-00722-1.